Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic zip lock bag. The original packaging was not returned. The part number and the lot number cannot be verified. The tip protector was not returned. The needle was bent. The port window wss in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. However, during testing the cutter had weak aspiration on occasion. Random large bubbles were observed in the aspiration line throughout the functional testing. This cutter has an internal air leak. It should be noted that a bent needle or an air leak could contribute to poor cutting performance.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(4) reported a vitrectomy cutter did not cut. It was replaced with other cutter. No patient injury reported.